Event description:
The customer reported that the system had a bad collimator iris potentiometer error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera rotation centering and the collimator iris potentiometer were adjusted. The collimator iris was calibrated. The system was tested and found to be working as intended and put back into service.